Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at motor and electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had silver spots on the screen. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.